Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed to address the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The customer tightened the connection to resolve the issue. Reportedly, the customer was not performing the proper air removal technique. Tandem technical support educated the customer on the air removal process. Troubleshooting was performed and the cartridge was found to be leaking. A cartridge change was performed resolving the issue. Customer's blood glucose was 150 mg/dl.